Event description:
The device was not clinically applied. Reportedly, the suture was disengaged from the jaw when the instrument was removed from the package.

Manufacturer narrative:
9/4/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.